Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they treated high blood glucose with syringe. Customer was alleging possible insulin pump under delivery. Customer stated that an alarm occurred during self test. Customer was able to clear the alarm and self test was passed. Customer stated that troubleshooting was done for blood glucose which was in range 220 mg/dl to 400 mg/dl. The insulin pump and reservoir will not be returned for analysis.